Event description:
It was reported that allegedly the filter moved and tilted. Reportedly, 25 days post filter implant, the pt presented to the hospital with pe; a venogram was performed and it was found that the filter had allegedly moved and was tilted. Because of the tilt, 5 mm of one of the filter's leg is the lumen of the renal vein. The initial filter placement was infrarenal, the filter does not appear to have migrated or to have perforated the renal vein. The physician believes that the filter was overloaded with a clot which could have moved the filter. Another filter was placed suprarenal. As a result of the pe, the pt was reported to be in critical condition. At this time there is no plan to retrieve the filter.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device remains implanted, therefore, not available for evaluation. The event investigation is underway.